Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a rf pic failed selftest alarm. The customer's blood glucose was unknown at the time of incident. The pump error was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with alarm and high stop current due to faulty y1/rfb. Pump passed the error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Pump had cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.